Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the image was not displayed due to flooding from imaging part of the cable. For cause of flooding from the imaging part of the cable, it is likely that the device was broken due to flooding at cable scratched part. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. Device evaluation has confirmed the reported issue. Device evaluation found board failure and faulty ccd-unit due to water immersion and corrosion which caused short circuits and no image output . In addition, damage cable (poor water tightness) was found and needs to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The olympus representative reported (on behalf of the customer) that the hd autoclavable camera head had a vertical lines image issue. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm. The device was returned and evaluated, and found a head imaging/cable submersion image failure (no image output) and failure of imaging system parts (loss of the image sensor) were found . This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.